Event description:
The doctor was using the disposable cranial perforator connected to a core powered instrument driver box when the perforator failed to automatically stop. We have had at least 3 other reports of this drill perforator clutch not engaging or disengaging over the past two months. A different manufacturer's perforator was removed from our operating room and replaced with this perforator with a similar problem of the "clutch not engaging".there have not been any serious patient injuries as a result of this identified and reported problem, however, the drill did create a small tear in a patient's brain dura. This injury was not considered serious, nor did it require repair, but this was concerning. The operating room reported this to the company and additional training was provided to the neurosurgery physicians (attending and residents) who use this drill regularly. This product is used only within the operating room so the additional training was able to include all known operators of the drills.what was the original intended procedure?the stryker zyphr tm disposable cranial perforator large 14/1 1mm(perforator) is a sterile, single use cutting accessory intended for cutting an 11 mm diameter access hole through the cranium of adult patients. It is intended for thin bone that is at least 3mm thick.device #1is this a laboratory device or laboratory test?no.